Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hv cables and coupling. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system displayed a "stator not an" error at boot up. There was no report of pt injury.